Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and functional inspections was performed on the returned devices, and the reported difficulties were confirmed. A review of the lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined that the difficulty advancing and difficulty removing the guide wire through the absolute pro appear to be related to operational circumstances of the procedure. It is likely that clearance between the inner diameter of the absolute pro guide wire lumen and outer diameter of the guide wire became reduced resulting in the devices becoming frozen together with further movement, causing damage to the inner member and guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 8.0 x 60 mm absolute pro device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac artery with mild calcification, mild tortuosity and 70% stenosis. An 8.0 x 60 mm absolute pro self expanding stent delivery system (sess) was advanced over an unspecified 035 supracore guide wire and became stuck. There were no attempts made to deploy the stent. The sess and the guide wire were removed together without force as a single unit. There was no reported adverse patient effect or a clinically significant delay in the procedure. The procedure was successfully completed with a new same sized unspecified stent and guide wire. No additional information was provided.